Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an extension revision on (B)(6) 2013 (see MFR. Rep. # 3004209178-2013-04718). During the revision it was noted that the incision on the scalp over the left bur-hole cap appeared infected and eroded. The hcp removed a dime-size patch of eroded skin, then he replaced the burr hole cover only, the clear lens that covers the stim-loc clip. The hcp stretched the skin over the cap and sutured it together. The hcp asked the manufacturer representative to turn the right side on and leave the left side off. It was later reported that a culture was collected. It was not known if the infection resolved.

Event description:
Additional information received from the hcp reported that the infection was the cause of the erosion. Perioperative antibiotics were administered. The date of diagnosis of the infection was (B)(6), 2013. The infection included redness, drainage, and incisional wound opening at the lead track. A culture indicated staphylococcus. The patient was treated with IV and oral antibiotics, and the event was reported as ongoing.

Manufacturer narrative:
Product ID 3389s-40, lot # va072e3, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # va077as, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed the patient¿s infection and that their physician decided to ¿just go in and clean up the area by surgical procedure¿. The patient went in for a second opinion and it was recommended to explant the entire implantable neurostimulator (ins) system. The patient was started on IV antibiotics administered through a pic line (x2 times/day) ¿all summer long¿. It was reported that the patient was infection free and hoped to be re-implanted again. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was no longer seeing a particular doctor because ¿he screwed up her surgery¿ and she had to have the device removed. The patient stated that on (B)(6) 2014 of last year she went for a second opinion because her head was not healing. The hole where the lead was put in was not healing and the electrode under where it was not healing was not working. The patient stated that she had to have it ¿all¿ taken out because of an infection and she was on a drip antibiotic.